Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, when they connected the catheter, they received an error "catheter not supported/catheter not connected" and the black piece that locks into the syringe was not moving to the correct position to properly fit the catheter. It took three catheters to get the problem done. The machine was turned off and on and the catheter was disconnected and reconnected, but it did not fix the problem. Technical support confirmed that the catheter connector was inserted with the green dots aligned. There was no issue with the syringe plunger and the catheter display did not have a real-time clock battery depleted/cmos error. They had an issue with archiving the data, but not the current problem, and the catheter was not difficult to remove from the patient. There was no patient and user harm, but they required an additional anesthesia.